Manufacturer narrative:
The customer reports that a sample will be returned for evaluation. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 11/30/2006 that allegedly the sponges on the sticks were coming off in the vagina of the pt. The sponge was removed with no pt injury.